Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument is broken at the proximal clevis to main tube interface with pieces missing. The proximal clevis is dislodged from the main tube as a result of the breakage. Both the proximal clevis and the main tube are missing pieces. A .200 inch by .220 inch piece of the clevis was returned as well as a larger piece of the proximal clevis, together these pieces cover the entire missing section. The fractured plane of a broken proximal clevis piece indicates that breakage is likely due to overloading at the tip with a pitched wrist. Per the case notes, the broken instrument component was successfully retrieved from the patient.

Event description:
It was reported that during the middle of a da vinci prostatectomy surgical procedure the surgical staff noticed the instrument proximal clevis had fallen into the patient. The broken component was found and removed. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.